Event description:
The customer contacted baxter's service center regarding an alarm which occurred on the homechoice (hc) during dwell 5 of 5. All bags were empty. The technical service representative (tsr) helped the home patient (hp) to end therapy early. The hp would keep fill for the day and they would call the peritoneal dialysis registered nurse (pdrn) because they had connected the bags in the wrong order after receiving an alarm. The hp disconnected the bag and placed into the correct order before calling. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a report where the patient reconnected after accidentally disconnecting which caused a breach in aseptic technique. A breach in aseptic technique is defined as a use error. Per the patient at-home guide, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.